Event description:
Customer reported receiving a no delivery alarm during bolus and noticed that the site was wet. Customer stated that it may have been a possible leak. Customer's blood glucose reading was also over 500 mg/dl as a result of the issue. Customer stated that the alarm was resolved with a complete set change and customer was unable to troubleshoot. Customer's blood glucose reading at the time of the call was 278 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.